Manufacturer narrative:
Product event summary # fusion model not loading correctly. Analysis was found: (B)(4) - import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site loaded an exam and the 3d model was showing up as a skeleton. No patient was present.